Event description:
It was reported that on (B)(6) 2014 the patient had a loss of stimulation and therapeutic effect. The patient was also unable to make adjustments to the stimulation. The patient was recently implanted and stated the training they received was ineffective because they were still under the anesthesia. When they left the hospital they were not told what the charge of the implantable neurostimulator (ins) was, when to charge, or instruction on how to charge and had not yet had their follow-up appointment. No outcome or interventions were reported however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).